Event description:
The customer stated that the gf-210ra multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 is currently being used in the operating room and on the bsm-6000 vital sign monitor, it displayed multi-gas unit error. The vital sign monitor used with the gf-210ra. MFR ref #8030229-2014-00099.

Manufacturer narrative:
Waiting for device to return for failure investigation.